Event description:
In 2006 the lay user/patient contacted lifescan alleging that her one touch ultra was reading inaccurately high. The medical affairs specialist spoke with pt six days later to obtain/verify information. The pt reported that she has been getting higher readings four days earlier. Two days later at 10'o clock (unknown if am or pm), the pt got meter readings of "133 and 121 mg/dl" (times unknown), which she felt were higher than usual. Then on that day of event at 5:30am, the pt woke up with symptoms of "shakiness, sweating, and symptoms of low blood sugar levels. The pt tested on her meter and got "123 and 124 mg/dl" (not "123 and 133 mg/dl" as previously documented) with the last two test strips from a test strip bottle and "51 and 47 mg/dl" with a new test strip bottle (from the same lot number) performed within minutes. The pt felt that the "51 and 47 mg/dl reading correlated with her symptoms and ate some food. She felt better afterwards. The pt recently started on a new insulin regimen about three weeks ago. The pt started on novolog, which is taken before each meal (1 unit/15 g carbohydrates). Because her readings have been reporting high throughout the week, she has taken extra insulin before each meal and actually changed her regimen to 4 units/15 g carbohydrates since her meter readings were not going down. Shortly after eating, the pt would start to feel shaky and sweaty so she would nibble on something to feel better. The pt has been on constant communication with her doctor's office and the nutritionists, who have advised her to continue monitoring her foods and her regular medical routine. The nutritionist felt that the pt was taking to much insulin based on the amount of carbohydrates she was eating. Currently, the pt is using her new meter with a new test strip bottle and has reverted back to her old regimen of 1 unit/15 g carbohydrates. The pt reported that since then, she has not had any low blood sugar symptoms. The customer care advocate verified the following: the meter was set up correctly, the test strips were in good condition, and the pt was using proper testing.